Event description:
The report from clinical study (B)(4) for patient with ID #(B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd ((B)(4)) and coils (presidio 18 cerecyte microcoil 8 mm x 30 cm-pc4180830-30/lot unknown, helipaq 8x30, deltapaq 7x20, deltapaq 6x16, deltapaq 5x15,(total 3), deltapaq 5x10, deltapaq 4x10, and deltapaq 3x8) of the left superior cerebellar artery, and approximately a year after the index procedure, recanalization of the treated aneurysm was revealed. Action taken was additional coil embolization which took place on (B)(6) 2012. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. The event outcome as of a month after the event was recovered without sequelae. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated.

Manufacturer narrative:
The report from the (B)(6) clinical study indicated that there was recanalization of the treated left superior cerebellar artery aneurysm one year after the enterprise vrd assisted coiling with ten codman microcoils (presidio 18 cerecyte 8 x 30, helipaq 8x30, deltapaq 7x20, deltapaq 6x16, deltapaq 5x15, (total 3), deltapaq 5x10, deltapaq 4x10, and deltapaq 3x8) and nine noncodman matrix2/stryker coils. The occlusion rate of aneurysm was 75% after the index procedure. Action taken was additional coil embolization which took place approximately six weeks later. After the additional procedure, the angiographic appearances were satisfactory and there was no issues noted. The occlusion rate was 80%. The event outcome as of a month after the event was recovered without sequelae. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. The patient's medical history consisted of hypotension. Originally, the unruptured saccular aneurysm neck was 11.0mm, and the neck to sac ratio was 11.0mm:11.8mm. The parent vessel size diameter proximal was 3.9mm and distally was 2.5mm. Heparin 5000u was administered intraprocedurally. Act was 95 seconds pre anticoagulation and 197 seconds post anticoagulation. The modified rankin scale (mrs) score was 0 pre-index procedure, two days post procedure, one month post procedure, and one year post procedure. The coils remain implanted and the lot numbers of the implanted coils are not known; therefore, a device history record review cannot be completed. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include aneurysm neck size, packing density, and inflow angle. The instructions for use precautions that multiple embolization procedures can be required to achieve the desired occlusion of some aneurysms. There is no indication of any device manufacturing issues related to the event; therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00605, 2954740-2012-00606, 2954740-2012-00607, 2954740-2012-00622, 2954740-2012-00623, 2954740-2012-00624, 2954740-2012-00625, & 2954740-2012-00626.

Manufacturer narrative:
The patient's medical history consisted of hypotension. Originally, the unruptured saccular aneurysm neck was 11.0mm, and the neck to sac ratio was 11.0mm:11.8mm. The parent vessel size diameter proximal was 3.9mm and distally was 2.5mm. Mrs before the index procedure on (B)(6) 2010 was 0, on (B)(6) 2010 was 0, on (B)(6) 2010 was 0. The act was 95 seconds pre anticoagulation and 197 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 75% after the index procedure. At the time of the 1-year follow-up (on (B)(6) 2011), the aneurysm neck was 11.0mm, and the neck to sac ratio was 11.0mm:13.0mm. The parent vessel size diameter proximal was 3.9mm and distally was 2.5mm. Mrs was 0. The occlusion rate of aneurysm was 80%. Antiplatelet therapy included aspirin 100mg/day: 2010-(B)(6)~2011-(B)(6) 2012-(B)(6)~ongoing, clopidogrel sulfate 75mg/day:2010-(B)(6)~ongoing, argatroban hydrate 60mg/day:2010-(B)(6), heparin 5,000u was administered intra-procedurally. Prior to implanting the vrd at the time of index procedure, envoy guiding catheter (6fr,100cm), envoy(5fr,100cm), prowler select plus (mc) microcatheter (606-s255x/lot# unknown), chikai (gw) guidewire (asahi intec) were utilized. Other devices utilized during the index procedure were, prowler select plus mc (606-s255x/lot# unknown), excelsior sl10 mc, chikai gw (asahi intecc), pc4180830-30 (lot unknown), matrix2/stryker(total 9), helipaq 8x30. Deltapaq 7x20, deltapaq 6x16, deltapaq 5x15,(total 3), deltapaq 5x10, deltapaq 4x10, deltapaq 3x8. Lot numbers are all unknown. No further information is available and procedural images are not available. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. This is 3 of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00605, 2954740-2012-00606, 2954740-2012-00607, 2954740-2012-00622, 2954740-2012-00623, 2954740-2012-00624, 2954740-2012-00625, & 2954740-2012-00626.